Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display. The customer blood glucose level was unknown at time of incident. It was reported that the pump had black screen and it was exposed to extreme temperatures ( sunbathing, hot stove, cold weather ). The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. (B)(4).